Manufacturer narrative:
Additional information: investigation narrative (h10). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140860 , test base part number 190-430 / lot m140860 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported receiving a false positive result on a direct tested nasopharyngeal swab while using the idnow covid-19 assay on (B)(6) 2021. Repeat testing on (B)(6) 2021 generated negative results. Pcr confirmation testing on (B)(6) 2021 generated negative results. Per the customer, the patient underwent a diagnostic computerized tomography (CT) scan on (B)(6) 2021 to verify the positive result (ID now covid-19 assay) which showed no findings of covid-19. The customer confirmed that no death or serious injury occurred as a result of the false positive. The customer reported that treatment was not impacted but was delayed as a result of waiting for the pcr confirmation results and the CT scan results. No further patient information is available.